Event description:
Philips received a complaint on the v60 ventilator indicating that the rs232 cable could not be connected due to the connector missing the required screws. No patient or user harm reported. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The biomedical engineer (bme) evaluated the device, finding that the rs232 connector screws were missing. The bme installed new ones and tested the connector, finding that the issue was now resolved, the device worked. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.